Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained following additional information: the event date of reported issue was confirmed. The patient was not injured as a result of broken cable. According to the staff, there were no reports of fragment(s) falling into the patient. Patient related information (birth year and gender) was provided. Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Based on the follow-up information obtained, the event date under section b3 was updated to 05/15/2025. Correction : primary product batch/lot number under section d was updated to k11241003 0335.

Event description:
Refer to h11 for follow-up information.